Event description:
It was reported the agilis device leaked from the valve of the back. There were no consequences to the patient.

Manufacturer narrative:
One agilis introducer was received for evaluation seated inside its original tray. Review of the device history record confirmed the following lots met manufacturing requirements prior to shipment. In conclusion, visual inspection confirmed a loose gray shaft and a leak inside the agilis introducer handle. Visual inspection of the disassembled handle confirmed the leak was caused by a tear in the ptfe 1st jacket and pet heat shrink. It is uncertain how the damage to the device occurred.